Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.

Event description:
The event is reported as: two clips got stuck in the jaws during use. No pt injury reported.